Event description:
The patient stated that when he boluses more than 4 units of insulin, the infusion set leaks at the infusion site. He stated he normally breaks his boluses into two parts to avoid the leakage. He stated he attempted to give himself a 6 unit bolus and forgot to break it into two parts and only gave himself a 3 unit bolus. His blood glucose elevated to 300 mg/dl. His normal blood glucose is around 150 mg/dl. Symptoms of high blood glucose are frequent urination and tight muscles. He stated that often when he removes his infusion site he has a bloody scab and the infusion set adhesive is wet with insulin and discolored. The patient declined the offer to be sent samples of different infusion sets. He stated that he "really does not like change." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.